Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that an overcharge voltage protection (ovp) failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed the service manual and advised the replacement of the motor control (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the mc pcba to order and replace.